Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
On 10/09/2024, intuitive surgical, inc. (Isi) received user facility (B)(4) stating: robotic instrument cable snapped while inside of patient ¿ mega suturecut needle driver. It was reported that during a da vinci-assisted hernia surgical procedure, the mega suturecut needle driver instrument was found to have a broken cable. At this time, it is unknown if a fragment fell inside the patient.